Manufacturer narrative:
Age at time of event: 2 years and 6 months. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the balloon failed to deflate. A 2.0cm/90cm, 2cm peripheral cutting balloon¿ catheter was selected to treat the unspecified vessel. The balloon was inflated, however, the balloon failed to deflate. The procedure was completed with this device. No patient complications were reported and the patient's condition was stable.